Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device touchscreen did respond when pressed. During further testing at the service ctr, the device touchscreen responded; however the keys were out of alignment. During review of the device history touchscreen errors were noted. The probable cause of the nonresponsive touchscreen was contamination on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was not working. No add'l info was provided.